Manufacturer narrative:
Additional information: section d.9, e.1. Corrected information: section h.6. The recipient reportedly experienced electrode migration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was re-implanted with another advanced bionics device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, a dislodged electrode ground ring, and the electrode array was damaged. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition caused impedance values on several channels to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The external visual inspection revealed silicone damage on the top cover, a dislodged electrode ground ring, and the electrode array was damaged. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.